Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to clinic, intermittent loss of ventricular sensing was observed. Programming changes were made. The patient was fine after the event.